Event description:
It was reported the patient was not receiving stimulation in her back after multiple programming. Follow-up identified after trying her given programs, the patient received effective stimulation on the left side of her back and ineffective stimulation on the left side of her back and ineffective stimulation on the right side. A sjm representative reprogrammed the patient's scs system again and was able to gain improved stimulation for the patient's right side (back). The patient's progress is being monitored.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.